Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this electrode oversensed noise resulting in two inappropriate shocks. It was suspected that the electrode had migrated and thus x-rays were ordered. A review of the x-rays confirmed that the electrode had moved considerably and was now in a very suboptimal lateral position. The first inappropriate shock occurred in the primary sensing vector because of myopotential oversensing. The second inappropriate shock occurred in the secondary sensing vector and was the result of oversensing the patient¿s intrinsic broad sinus complex. Boston scientific technical services (ts) advised that revising the electrode would correct the oversensing due to migration but not the patient¿s intrinsic morphology. Surgical intervention was performed and the electrode was explanted.